Manufacturer narrative:
In response to mw #5075945. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of, " started having severe allergic reaction to the silicone shelled saline breast implants," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported right side, "started having severe allergic reaction to the silicone shelled saline breast implants approx. 6 months or less started having thyroid dysfunction. Went into hashimotos thyroiditis. Multiple trips to baptist hospital for flu like symptoms and dehydration. Had diarrhea and elevated esophagitis in my white blood count. Was treated and checked for parasites numerous times and always told ibs and allergies. Elevated ana, checked for mms, lyme disease." Device has been explanted.